Event description:
It was reported that the customer had a prime/rewind anomaly on the insulin pump. Customer's blood glucose level was 300 mg/dl. Customer stated that the insulin was squirting out during the manual prime process. Customer reported that the insulin continues to drip after letting go of the act button during the prime process. Customer was not wearing the pump during priming. Customer stated that they saw a gap between the piston and the reservoir stopper during prime. Customer's drive support cap was sticking out. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.